Event description:
It was reported that a thoracentesis procedure was being performed on a frail pt. Almost all of the fluid was drained when the pt coughed and developed a pneumothorax at the catheter tip. A chest tube was inserted to resolve the pneumothorax. There were no further complications.